Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient received a heart transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient underwent a heart transplant. It was later communicated that the patient was not elevated on the transplant list secondary to a device or therapy-related issue. Abbott determined that this event did not meet the requirements of a complaint. The relevant sections of the device history records for mlp-031090 were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use and patient handbook outline potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as information regarding system function. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's ultimate goal was left ventricular assist device with bridge to transplant and the device operated as expected.